Event description:
During cordis insertion, guide wire unraveled and unknowingly, a portion was left in patient and noted on xray for chest tube removal pod#1. Confirmed by CT scan. Retained wire fragment removed.